Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the placement of the right ventricular lead the patient developed a pericardial effusion. The fluid was removed from the pericardial space and the lead remains in use. No further patient complications have been reported as a result of this event.